Event description:
Customer called to report the insulin pump alarmed for no delivery while she was changing the infusion set. Blood glucose reading was 83 mg/dl. The call was disconnected. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.